Event description:
It was reported that during a pulsed field ablation procedure in the left superior pulmonary vein using the pulse select catheter and pulse select ablation interface cables, there was distortion on another manufacturer's mapping system. The mapping system distortion was addressed by pushing the interface cable connection tighter, disconnecting and reconnecting the cable, and ultimately replacing the interface cable without resolution. The catheter was not moving correctly in the left atrium, and another manufacturer's guidewire became difficult to move within the catheter. The proximal end of the guidewire was kinked during removal from the catheter. The catheter was replaced which resolved the issue. The distortion returned and the catheter interface cable was pushed further into the catheter which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation from d10: pscc100 loop catheter; pscic101 catheter interface cable (cic) product event summary: the pscc100 loop catheter with lot number 0012702708 was returned and analyzed. Visual inspection was performed and the catheter appeared intact without any visible issues. The catheter was connected to a returned catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function stuck due to entangled electrode wires in the shaft. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a returned cic, and therapy deliveries were successfully performed. X-ray imaging confirmed the presence of entangled electrode wires in the shaft. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the loop catheter failed the returned product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.